Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to hospital with a driveline infection on (B)(6) 2023. The patient had driveline drainage and an abscess near the driveline exit site. A computed tomography (CT) was performed on the same day and captured inflammatory changes around the driveline and abdominal wall. The patient was treated with doxycycline. Irrigation and debridement of the driveline was performed, and a wound vacuum assisted closure (vac) was placed on (B)(6) 2023 which resolved symptoms. The patient was discharged on (B)(6) 2023 and treated with outpatient cefepime, vancomycin and continued doxycycline at home. The patient was stable at home and was still on oral doxycycline. The patient was monitored outpatient on an ongoing basis as of (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.